Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is contaminated. As stated on the repair statement additional malfunction on this device: short circuit in the power switch control and unit shuts down.